Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability. (B)(4). Side:l, primary asa: p2 - mild disease not incapacitating.